Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. According to the instructions for use that accompany the device ¿the luerlock connector includes a plug to facilitate its closure prior to connection to other drainage or monitoring system components.¿ (B)(4).

Event description:
It was reported to medtronic neurosurgery that the nurse practitioner could not determine why a post-op patient with an evd in ICU was not draining. Acording to the report, it was realized that the red end-cap had been left on when the catheter was connected to the patient line of the becker system. Reportedly, she removed it immediately and all was solved. The report stated that the patient was doing fine and there was no need for any intervention at the time because they rectified the issue by removing the end cap.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.